Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4 fr single lumen groshong nxt clearvue catheter. An initial visual observation of the returned sample revealed the catheter was returned with a securement device attached below the molded joint and a needleless injection cap was present. Biological residue was seen within the catheter. A functional test of flushing the catheter with water using a 12 ml syringe revealed a leak between the 41 cm and 42 cm depth markers. No water was observed to flush through the distal valve as dried biological residue was seen within the catheter. A microscopic evaluation revealed the split was c-shaped and had a mostly smooth and granular fracture surface. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC fracture. IV medications administered via PICC - flucloxacillin injection 2 g saline flushes only used between medication administration - ward use posiflush griplock securement device in situ - split 5 cm away from the insertion point - dwelling internally in the upper arm. Staff administered 5ml of saline flush and noticed leaking from the insertion site - they noted device flushed with no resistance but on this occasion did not aspirate blood -contacted vascular access team who accessed device and flushed 5mls of saline and device leaked at the exit site. Small amount of swelling noted from the flushes, no pain reported by the patient. Warm compress applied to the site to disperse fluid and arm raised with a pillow. No ongoing issues with the limb- swelling has resolved. PICC line not replaced.